Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges that when pulling the catheter out of the patient, the stent came with it. The plastic beads in two and three broke and the wire ripped off. Urology had to perform a cystoscopy to retrieve the catheter and place a new one.